Manufacturer narrative:
Additional information : device manufactured between november 07, 2018 to november 09, 2018. The device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed which revealed leakage from the spike port weld in front of the bag. Magnified inspection observed a tear/hole at the spike port weld in front of the bag near the seal, where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Recall: 3010291427-09/06/19-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unknown location. There was no patient involvement. No additional information is available.